Event description:
It was reported that the 9900 system had a defective touch screen monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor and keyboard were replaced during the service call. The system was tested and found to be working as intended and put back into service.